Event description:
It was reported that this patient heard their subcutaneous implantable cardioverter defibrillator (s-ICD) emitting tones. Review of the device memory shows the battery was depleting at a faster than expected rate. At this time the s-ICD remains in service and there have been no adverse patient effects reported.